Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced repeated pairing failures between the ilet system and a dexcom g7 continuous glucose monitor (cgm) sensor despite guidance to toggle sensor settings, use a magnet over the sensor, and wait for connection, after which the user was advised to replace the sensor and was transferred to the cgm manufacturer for support. No adverse clinical symptoms reported. Outcomes included interruption of continuous glucose monitoring data and reliance on partner support for resolution, without alerts or alarms and without clinical injury. User support included customer support troubleshooting and education, as well as escalation to the sensor manufacturer for further evaluation. Investigation of this case revealed a persistent communication failure between the external cgm sensor and the ilet system, with no responsible device identified and no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and likely related to external partner device connectivity factors.